Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had a pacemaker and had passed away. They also stated that " it didnt work".